Event description:
It was reported that the arctic sun device was not filling, sn (B)(6). Per follow up information received via mail on 28apr2026, there was an arctic sun unit that was not functioning properly, and they were unable to resolve the issue. In addition, I have two other arctic sun units that are also not performing as expected. The serial numbers for these units are, (B)(6). Per follow up information received via mail on 29apr2026, (B)(6) had a temperature failure. (B)(6) had a temperature failure and will not refill. Per additional information received from work order wo (B)(4) on 29apr2026, biomed stated that the device would not fill. While filling fdl removed no suction from left port, failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.